Manufacturer narrative:
Additional information was provided that the customer's cut finger has healed. The customer was wearing laboratory gloves and a gown at the time of the incident.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
A customer cut their finger on the underside of center rack guide while cleaning the sample rack tray. The customer followed their institute's first aid policy of washing/flushing and obtaining medical advice. The customer sought medical attention and had to get blood samples collected and received a (B)(6). Information regarding the customer's current condition was requested, but was not provided. Information regarding if the customer was wearing any personal protective equipment at the time of the event was requested, but was not provided. The field service representative filed back the sharp edges of the rack tray. It is unlikely that injury to the operator would occur when performing the maintenance procedure for cleaning the sample rack trays; however an updated cleaning procedure is being implemented to further avoid the risk of injury. A communication is being sent to customers which provides instructions for effectively cleaning sample rack trays, while helping to avoid the risk of injury. The operator's manuals for the affected analyzers/systems will be updated at a future date.

Manufacturer narrative:
.

Manufacturer narrative:
The manufacturer requested the suspect racks be returned for further investigation.

Manufacturer narrative:
Mandatory updated cleaning instructions are being provided to all current customers as well as future customers. The update of the cleaning procedure contains proper instructions and warnings not to touch the edges of rack trays and includes instructions for safe handling of the parts to avoid the risk of injury.